Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. The currently (B)(6) patient received dentures "several years" prior to reporting and began using super poligrip. An unknown time later, the patient stopped use of super poligrip "after she was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." According to the claim, the patient continued to suffer "from profound and permanent neurological and other injuries attributable to her super poligrip use" which left her unable to perform her normal, customary and daily activities. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00151. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).